Event description:
It is reported that the customer had medical intervention due to having an allergic reaction with the sensor. Advised the customer to use a barrier to prevent allergy, but it still persisted. The blood glucose reading was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.